Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer declined troubleshooting for high blood glucose as she knows what to do because "she's been down the road before" and the customer threw the set away so no troubleshooting could be performed for the set. No failure analysis could be performed. The product will be replaced. The product was not returned for analysis.